Event description:
It was reported there were wireless telemetry issues. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device analysis results. Evaluation summary: (B)(4) - analysis could not confirm telemetry issues; however, multiple cracked solder joints on the connector links electronic module board were found, which could cause intermittent telemetry issues.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): analysis could not confirm telemetry issues; however, multiple cracked solder joints on the connector links electronic module board were found, which could cause intermittent telemetry issues.

Event description:
(B)(4).